Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: abdominal sacrocolpopexy, paravaginal repair and cystoscopy under general anesthesia. Alleged complications post implant include urinary leakage when coughing or sneezing, spotting and bleeding, dyspareunia. Mesh revision surgery performed (B)(6) 2005. Excision and closure of fascial mesh for abdominosacral colpopexy erosion into the apex of the vagina under general anesthesia. Following mesh revision surgery alleged complications mesh erosion, stress urinary incontinence, vaginal prolapse, partial small bowel obstruction, lump in upper abdomen, scar, ventral hernia. Mesh revision surgery (B)(6) 2008 exploratory laparotomy with deep pelvic mesh excision, bilateral uterosacral ligament suspension and cystoscopy for recurrent vaginal mesh excision under unknown anesthesia (B)(6) 2008 underwent exploratory laparotomy, lysis of adhesions, small bowel resection, placement of seprafilm for partial small bowel obstruction under general endotracheal tube anesthesia. (B)(6) 2009 laparoscopic ventral hernia repair with mesh for ventral hernia under general endotracheal anesthesia.